Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with injection vancomycin (500mg, duration and frequency not reported), injection amikacin (250 mg, once daily, duration not reported), cefoperazone (500 mg, intraperitoneally, duration and frequency not reported), and injection sulbactam (500 mg, intraperitoneally, duration and frequency not reported) for peritonitis. The cause of the peritonitis is unknown. Pd therapy was ongoing. On an unreported date, the patient¿s condition was stable and the physician was planning on removing the catheter. At the time of this report, the patient was recovered from peritonitis. Also, the patient continued taking antibiotics. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.